Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The femoral impactor broke during final implantation.

Manufacturer narrative:
Examination of the submitted device found with one of the celcon block and shoulder screw disassembled. The device is designed to be able to tighten the celcon block to the assembly using the shoulder screw. There is no evidence of misuse, product mal-function or failure. No corrective action required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.